Event description:
The facility's biomedical tech reported an infusion pump with failure code 25, found during pt use with no pt injury or medical intervention. Although attempts were made by baxter to obtain additional info form the reporting facility, details were not available regarding age of pt, or the set up of the infusion device. When the failure code occurred, remicade was being infused from a 250 cc bag. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.